Event description:
The customer stated an architect i2000sr analyzer generated a false (B)(6) anti-hcv result for one patient sample. The result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
The incorrect manufacturer name was used in the initial submission. MFR report 1415939-2011-00594 has been submitted to correct this error.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list (B)(4), that has a similar us product distributed in the us, architect anti-hcv, list (B)(4). A follow-up report will be submitted when the evaluation is complete.